Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6). It was reported that on (B)(6) 2026, a 27mm navitor with radiopaque markers was chosen for implant. The patient's baseline rhythm was sinus rhythm. The length of the membranous septum was 13.8mm, and there waas no calcification extending beneath the aortic annular plane in the interventricular septum. After the pre-implant balloon aortic valvuloplasty (pre-bav), patient went into brief ventricular standstill requiring pacing with temporary pacemaker at 80bpm. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of aortic annulus while the pigtail position was confirmed to be at the bottom of the non-coronary cusp. During procedure post-valve deployment, patient experienced complete heart block. Patient was paced again back to 80bpm. Post-procedure, the patient's blood pressure was reported at 86mmhg. Patient was treated for hypotension with medication and intravenous fluids. The patient was reported in sinus rhythm on (B)(6) 2026. However, upon mobilization on (B)(6) 2026, the patient's heart rate increased to 130bpm. Patient was commenced on metroprolol 12.5mg. Patient status was reported discharged.